Event description:
Procedure: myomectomy. According to the reporter: the balloon ruptured during the procedure. The surgeon commented he operated the device as usual. A new device was opened to complete the procedure. No bleeding, no tissue damage, nothing fell into cavity, no patient harm, or time not extended.

Manufacturer narrative:
(B)(4).